Event description:
It has been reported to philips that the system did not start. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the device was in clinical use at the time of the event. The diagnostic procedure was aborted. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to start up. Upon functional testing, the fse found that the system did not start, despite power being present at the main cabinet. The fse confirmed that the pdu (power supply) control unit was defective. The defective power supply control unit was returned for analysis, and it showed burn and heat spots along with a burnt-out fuse. To resolve the reported issue, the fse replaced the pdu control unit. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.